Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the coronary sinus was dissected. Pericardiocentesis was performed. The physician elected to abandon the biventricular implant and the lead was not implanted. The patient was in stable condition after the procedure.